Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 23 devices were received for evaluation; 23 events were confirmed. The 23 devices were found to be affected by disassembly. Three devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 26 malfunction events, in which the devices were reportedly disassembled. The 25 events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received. 2 events were confirmed; the devices were found to be affected by disassembly. Correction: 1 device was expected to be received; however, it was not returned to stryker. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 26 malfunction events, in which the devices were reportedly disassembled. 25 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.